Manufacturer narrative:
The cool line catheter associated with this complaint was discarded by the customer. Since the catheter was not returned, an investigation could not be performed, and a root cause could not be determined.

Event description:
During ivtm therapy of the covid-19 patient, a cool line catheter was placed in a left internal jugular vein. The insertion was smooth. The patient's initial temperature was 37.3°c with a target of 37.2°c. During the cooling phase, three days after the treatment started, the thermogard console generated an air trap alarm and the 500ml saline bag was noted almost empty. The user replaced the saline bag and the start-up kit (suk), and the treatment was resumed utilizing the same console. However, the second 500ml bag was also noted losing the fluid volume. Per the physician's request, the treatment was stopped as the patient did not require more temperature management. The cool line catheter was not removed and was left as a central line until the seventh day of the patient's treatment. Per a reporter, there were no traces of fluid observed on the console, patient's bed, or floor around the patient; therefore, a catheter leak and infusion of about 350 - 400ml of saline into the patient's bloodstream was suspected. No consequences or impact to the patient. The cool line catheter was discarded by the customer as it was used to treat a covid-19 patient.